Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a mechanical thrombectomy of the internal carotid artery for cerebral infarction, an 8f (ID: 0.088 inch) guiding catheter (medikit) was inserted using a femoral approach. Performed by combined technique using an embotrap thrombectomy device and a cereglide 71 (nic71132c, 31206387) recanalization was found to be achieved after 2nd pass, tici 3. During completion of the procedure, the cereglide 71 could not be pulled from the guiding catheter. There was no impact to the patient. Additional event information received on 08-mar-2024 indicated that there was no damage noted on the cereglide after the withdrawal difficulties. The cereglide had been withdrawn but not repositioned. Some force was applied to the device because it could not be pulled. There was no alleged product malfunction with the embotrap (lot# 23k200av). The guide catheter did not kink. The cereglide was removed with guiding catheter. The procedure was delayed by several minutes due to the event; the delay was not clinically significant. Pre-shipment pictures were attached to the complaint file. The cereglide was noted attached to a non-j&j catheter. A crush was noted on the proximal body of the device. The catheter was curled near the hub of the non-j&j catheter. A flattened section was found near the connection of the non-j&j catheter. One kinked condition was found at 58.50cm from the non-j&j hub, also a flat condition was found at 9.50 from the ID band. A non-sterile cereglide 71 was received attached to the involved medikit catheter (non-j&j) contained in the decontamination pouch. The non-j&j catheter was flushed with a lab sample syringe, a strong resistance was felt. Then, the water started to come out from the distal tip of the catheter. The cereglide was able to be removed and visual inspection was performed; the presence of hydrophilic coating was confirmed. The catheter was found compressed and kinked at the connection with the non-j&j catheter. These conditions are consistent with the damages seen in the provided pictures. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The issue regarding a catheter being unable to be removed from the guiding catheter could not be duplicated in the laboratory setting. Such issue is most related to the patient¿s anatomy, and device manipulation; the multiple damages found in the returned catheter appeared to be secondary to the difficulty while maneuvering the device. Based on this, the customer complaint was confirmed. According to the risk documentation, withdrawal difficulty is a potential failure mode that can occur during catheter removal from anatomy due to anatomical tortuosity. With the limited information available, a conclusive cause cannot be determined; however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. A manufacturing record evaluation was performed for the finished device 31206387 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contain the following precautions: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy of the internal carotid artery for cerebral infarction, an 8f (ID: 0.088 inch) guiding catheter (medikit) was inserted using a femoral approach. Performed by combined technique using an embotrap thrombectomy device and a cereglide 71 (nic71132c, 31206387) recanalization was found to be achieved after 2nd pass, tici 3. During completion of the procedure, the cereglide 71 could not be pulled from the guiding catheter. There was no impact to the patient. Additional event information received on 08-mar-2024 indicated that there was no damage noted on the cereglide after the withdrawal difficulties. The cereglide had been withdrawn but not repositioned. Some force was applied to the device because it could not be pulled. There was no alleged product malfunction with the embotrap (lot# 23k200av). The guide catheter did not kink. The cereglide was removed with guiding catheter. The procedure was delayed by several minutes due to the event; the delay was not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h10. Pre-shipment pictures were attached to the complaint file. The cereglide was noted attached to a non-j&j catheter. A crush was noted on the proximal body of the device. The catheter was curled near the hub of the non-j&j catheter. A flattened section was found near the connection of the non-j&j catheter. One kinked condition was found at 58.50cm from the non-j&j hub, also a flat condition was found at 9.50 from the ID band. A manufacturing record evaluation was performed for the finished device 31206387 number, and no non-conformances related to the malfunction were identified. The issue regarding a catheter that could not be pulled from the guiding catheter was not able to be evaluated based on the pictures received, a functional analysis needs to be performed; however, the multiple damages found may be the result of the difficulties experienced during the device withdrawal, based on this, the complaint is confirmed. This investigation was performed based only on the photos provided. According to the information received the device was discarded and is not available for evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.